Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that test orders for the architect tsh assay were accidentally ordered twice for the same patient from two different collection tubes from the same draw: tube #1: initial result of 0.05 uiu/ml. This sample was retested at 0.6 and 0.1 uiu/ml. This sample was recentrifuged and retested at 0.9 uiu/ml. Tube #2: initial result of 0.9 uiu/ml that retested at 0.9 uiu/ml. A result of 0.9 uiu/ml was reported from the lab. There is no impact to patient management reported. The customer requested a service call.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the customer site to inspect the architect i2000sr analyzer. The r1 probe was bent and the ground wire to the calibration target was disconnected. The fse made the appropriate repairs. Subsequent instrument operations were acceptable. Returns were not available. The architect system operations manual and the architect tsh assay package insert both provide information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.